Event description:
It was reported by the affiliate that during a cholecystectomy procedure, the clips were unformed. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
H4. Info is unavailable, device was not returned for evaluation.